Event description:
Threaded the catheter off the needle and pressed the button on the device to retract the needle, but the needle did not retract, and the button remained stuck in the depressed state.